Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. At an unspecified time, the tubing set was primed and the option-lok male adapter of the tubing set was connected to the patient's peripheral IV catheter. After an unspecified length of time, no flow of solution was noted. It was reported that an unspecified volume of bleed back was noted in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delays in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.